Manufacturer narrative:
Corrected information was provided in h.6. In initial MDR the patient health impact code f24 was reported in error. It is corrected to f19. Additional information was provided in h.3., h.6. And h.11. The lens and foreign material were not returned for evaluation. A photo and a video were provided. The lens photo and video appeared to be the same lens. The lens loading and delivery were not shown. A long linear material was observed on the posterior surface of the single-piece multifocal toric lens. A crack in the lens was also observed at the center of the material. The material was lodged in the cracked area. The material was removed with forceps. The cracked damage may indicate a plunger over/underride occurred. Product history records were reviewed, and documentation indicated the product met release criteria. The lens model/diopter was not provided. It is unknown the lens was qualified for use with the company iii (d) cartridge. The handpiece and viscoelastic used were not provided it is unknown if qualified products were used. The lens and foreign material were not returned for evaluation. A root cause cannot be determined without physical examination of the product and material. Based on review of the provided photo and video, material was observed on the lens. The lens had a long linear material and a cracked area on the posterior surface. The lens damage may indicate a plunger over/underride occurred, which caused the damage to the lens and may have caused damage to the company cartridge. This cannot be verified as the used company cartridge was not returned. The lens model/diopter, handpiece and viscoelastic used were not provided. It is unknown if qualified products were used. The instructions for use (IFU) instructs: the company intraocular lens (iol) delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company company cartridges are qualified for use with compatible company company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. Due diligence has been performed in an attempt to obtain further information on this event. The facility has not responded to requests for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, found cartridge coating on lens after lens was implanted in eye. Doctor has raised complaint regarding the some material on implanted lens according to him coating of cartridges. Doctor observed some dent on optic of lens after implantation. This file would represent the event reported that patient was getting repeated episodes of the event since last few days. Customer has also shared cartridge details experiencing the same. Additional information has been requested.